Event description:
Consumer complaint of blood result reading of "lo." Customer stated meter is reading "lo" instead of giving her numeric reading. Customer stated she is feeling fine. Results in memory; see scanned table. Customer states she tested using her mom's meter and her results were 180mg/dl. No adverse event reported.

Manufacturer narrative:
(B)(4). Device evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: user's test strip had poor fill. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(4) 2014).